Manufacturer narrative:
Insulin pump unable to download to the carelink software due to a47 alarms in alarm history screen. A47 alarms due to corrupted history file. Unit had scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was unable to update data. No further information reported.